Event description:
It was reported that after insertion, pt complained of burning. PICC removed and hole noticed.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexh1626 showed no other similar product complaint(s) from these lot numbers.